Manufacturer narrative:
A field service engineer (fse) was dispatched who fse conducted follow-up with the customer to address the reported event. Fse upgraded software to latest version and changed sample syringe and cleaned main nozzle. Fse also put main arm sample head on instrument. Main nozzle on part damaged from shipping. Fse put on sample syringe motor and syringe from head that was good and rechecked all sampling and dilution type alignments. No service needed. No further action required by field service. The most probable cause of the reported event was due to proficiency failure tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported api proficiency failure with their aia-2000 analyzer.a field service engineer (fse) was dispatched on (B)(6) 2017, to address the reported event, which resulted in delay in reporting of patient results.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.